Event description:
Customer reported unit experienced a loss of monitoring during a cardiac event of bradycardia on an infant, delaying treatment of the patient. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.